Manufacturer narrative:
No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported symptom could not be conclusively determined. No issues were observed to the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion or struggle to deliver insulin from a bent/kinked cannula.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. Patient was running high all day and noticed bg levels not going down even after administering a bolus so they did a visual inspection and noticed that the cannula was out, thus, cannula dislodged from the infusion site (hip/buttocks) and the pod's cannula was found bent and could see some insulin in it. As treatment, a new pod was applied and administered a bolus. Patient no longer has the pod so device is not available for return. Patient¿s history: 10am was 126 mg/dl, 12:12pm was 184 mg/dl, 5:38pm was 220 mg/dl, change the pod , 270 mg/dl on the continuous glucose monitoring (cgm), 7:16pm was 191 mg/dl, 8:44pm was 135 mg/dl.